Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:00:55. During night drain cycle seven, the patient's ultrafiltration reading was 1207ml, indicating the home patient drained 1207ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.